Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The introducer sheath, coil and delivery wire were returned for this complaint. The introducer sheath was inspected and no defects were noted, however blood was present. The twist lock of the introducer sheath had been opened. The coil and delivery wire arms were interlocked within the introducer sheath. The delivery wire was inspected no damage was noted. The coil was inspected and found to be stretched along the full length of the coil, and blood was noted on the fiber bundles. Microscopically, the interlocking arm of the delivery wire was inspected and there was no damage noted. The zap tip of the delivery wire was inspected and there was no damage noted. The coil was inspected and no damage was noted to the zap tip. The interlocking arm of the coil was inspected and no defect was noted. The coil dimensions that could be measured and the delivery wire were found to be in specification. It was not possible to measure the outer diameter of the coil, as the full body of the coil was too excessively stretched. The number of fiber bundles recorded during product analysis was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as from analysis of the information available this device was not used in accordance with the labeling, as there was excessive blood noted in the introducer sheath and on the fiber bundles. The flush maintained was not sufficient enough to prevent retrograde blood flow, resulting in the friction experienced. (B)(4).

Event description:
Reportable based on device analysis completed on 27-sep-2016 it was reported that the coil was unable to be inserted into the catheter. The target lesion was located in the moderately tortuous and mildly calcified internal iliac artery. A 12mm x 20cm interlock -35 was selected for use. During introduction, it was noted that the coil would not be inserted through the imager catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed that the number of fiber bundles recorded during product analysis was below the assigned specification.